Manufacturer narrative:
Trackwise # (B)(4). Corrected section: d4- corrected UDI# to-"00607567701250". The device was returned to the factory for evaluation on 10/18/2023. An investigation was conducted on 10/25/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Heavy char was observed on the base of the jaws. There were no visual defects observed on the gray intact silicone insulation of both the hot and cold jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot with detachment at the tip of the hot jaw. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000329723 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. It was noted that the wire in the cautery jaws appeared to be partially detached. It was stated that the patient tissue was stiff and was removed intact and a new vh-3500 was opened to finish the procedure. There was minimal delay in case to open a new kit, no patient injury noted.